Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting constant tones. Attempts to interrogate the ICD were unsuccessful.